Event description:
Voluntary medwatch submitted by customer states: "upon removing the guide catheter, the stent was not visualized. After reviewing the fluoroscopy image, the stent had actually been withdrawn into the guiding catheter and then discarded." Therefore, the initial MDR which stated that the stent may have remained in the pt, was incorrect.